Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during the application of chemotherapy, the head nurse observed leakage of taxol.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unopened sample was returned for evaluation. Visual examination of the set noted zero (0) visual defects. The set was leakage tested, per specification, with passing results. Therefore, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.